Event description:
It was reported that prior to starting a da vinci-assisted radical extraperitoneal prostatectomy (without lymphadenectomy) surgical procedure, the universal surgical manipulator (usm) repeatedly failed the self-test during power on, resulting in the postponement of the procedure. The procedure was aborted with no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified before anesthesia and before any ports were placed, resulting in the surgery being postponed rather than continued with only three usms. The delay was significant, with the start of the procedure postponed for over three hours due to the time required for the field service engineer (fse) to replace the affected usm.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, the 32056 error was found pointing to the axes controller arm (aca) in usm2 failed to initialize inter-integrated circuit (i2c) device (i2c_dev_type_encoder_eeprom (search light/dual magnetic encoder) which was followed by a 1123 error on usm 2 indicating an encoder error, failed to read cal data from searchlight p3=3, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the 32056 error was triggered, replicating the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where usm adaptive gain control (agc) current was found to be failing on pitch axis. Once testing was completed, the pitch search light printed circuit assembly (pca) was tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the pitch searchlight pca was found to be the root cause of the reported event. This issue can be resolved by replacing the part.